Event description:
It was reported that the patient was implanted with a spectra penile prosthesis (spp) due to an unspecified reason. The spp was a replacement device for an inflatable penile prosthesis (ipp) which was previously explanted. The date of the ipp explantation surgery was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was implanted with a spectra penile prosthesis (spp) due to an unspecified reason. The spp was a replacement device for an inflatable penile prosthesis (ipp) which was previously explanted. The date of the ipp explantation surgery was not provided. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the ipp was explanted due to infection. The ipp was explanted on an unspecified date in the preceding year. No patient complications were reported during the replacement surgery.

Manufacturer narrative:
The explant date of (B)(6) 2018 is an approximate date. Only the year (2018) is known.